Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they weren't feeling stimulation and started having the urge to go to the bathroom and wasn't making it to the bathroom. Patient mentioned having felt stimulation in their leg in the past. Patient was able to start a charging session which showed the ins was at 90% and stimulation was off. Patient said they have no idea how or when the ins got turned off. Reviewed how to turn stim on. Patient was able to turn stimulation on and was feeling stimulation. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.